Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan to report an unspecified message on the one touch ultra2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 1:00 pm, the patient noted she was unable to get to the meter's main display screen in order to test her blood glucose level. Afterwards, the patient experienced "low blood sugar" symptoms. The patient did not report seeking any medical attention or treatment. The issue was resolved with troubleshooting. The patient allegedly suffered symptoms suggesting severe injury after she was unable to test her blood glucose level due to the meter issue, therefore this complaint is being reported.